Manufacturer narrative:
Exact event date is unknown. Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with a water vapor thermal therapy procedures and is noted as such in the device instructions for use. DHR review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the delivery device according to the instructions for use (IFU). The patient symptom of retrograde ejaculation was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a convective radiofrequency water vapor thermal therapy procedure in (B)(6) 2020 and is experiencing retrograde ejaculation. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Exact event date is unknown.

Event description:
It was reported that the patient underwent a convective radiofrequency water vapor thermal therapy procedure in (B)(6) 2020 and is experiencing retrograde ejaculation. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.